Event description:
It was reported when using the pyxis medstation es system order and patients were not crossing. The customer stated that the nurses were creating a temporary profile and able to remove the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were errors and access issues to drives after group policy changes by the customer. A technical support specialist restarted data maintenance, external message, net. Pipe listener, net.tcp listener & net.tcp port sharing services and deployed interface services utility to resolve the issue. A technical support specialist indicated that the user could not access drives d: or e: were showing "access denied" since there was an issue on the database server. An interface engineer suggested that admin/service accounts should be removed from the group policy, which has caused access issue to the d and e drives on the database server. A technical support specialist confirmed that the hospital information technology was able to make changes to the group policy and rebooted the server and database to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.